Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter product ID 8709 lot# serial# (B)(6) implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (100.0 mcg/ml at 19.99 mcg/day) and fentanyl (125.0 mcg/ml at 24.98 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient had a lumbar site seroma. A medical provider outside the clinic observed and aspirated a lumbar site seroma on (B)(6) 2017. The patient reported to the clinic two days later for pump refill and examination revealed the seroma persisted. Laboratory testing on (B)(6) 2017 gave results of no infection. The lumbar site seroma was aspirated on (B)(6) 2017. Examination revealed a lumbar site seroma on (B)(6) 2017. A catheter access port contrast study revealed catheter migration from t6 to t11 on (B)(6) 2017. The patient had increased/worsening pain. The plan was to revise the catheter. The event outcome was noted to be ongoing. The etiology of the event was noted to be related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 20-jun-2017 indicated the outcome was 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the catheter was explanted/replaced on (B)(6) 2017. During the catheter revision a catheter kink at the connector pin in the pocket and at the anchor site in the spine were observed. The outcome was noted as resolved without sequelae on (B)(6) 2017.